Event description:
I used fixodent after I got my teeth pulled among others. When I started using fixodent super to keep my teeth secure, it made my stomach upset. I started having muscle spasm, and tingling, itching, nervousness, shaking. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 2006 - 2009, diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.